Manufacturer narrative:
D10: conconmitants: (B)(6), 170-36-03 biolox delta femoral head 36mm od, +3.5mm. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 186-01-58 - integrip cc, cluster 58mm, g3. (B)(6), 188-01-07 - wedge plasma x/o sz 7. (B)(6), 188-01-10 - wedge plasma x/o sz 10.

Event description:
It was reported that a 53 yo male patient, initial left hip implanted in (B)(6) 2014, underwent a revision procedure in (B)(6) 2024, approximately 10 years 1 month post the initial implant. The patient presented back to the surgeon¿s off with complaints of their tha, including pain, stiffness, and dissatisfaction. The patient has a recalled hip polyethylene liner, which was worn out on the x-ray. The patient was scheduled for a tha revision on (B)(6)2024, during which the patient underwent a poly acetabular liner swap and femoral head swap. The liner was changed from a neutral style to a +5 lateralized component and the femoral head length was increased. There were no device breakages during the procedure. There was a 15-30 minute surgical delay during the procedure with no impact to the patient. They addressed an extensive bone/osteophyte and scar tissue growth around the acetabular cup that took extra time to resect and clear. Also the first replacement acetabular liner would not lock in properly and was wasted. The acetabular rim was cleared again and a second poly liner was opened and implanted. The second implant did lock in properly. X-rays were provided. The patient left the or stable. The explanted devices are not available for return. They were discarded by the facility. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The most likely underlying cause for the reported revision is due to the complaints of pain. Prosthesis wear of the acetabular liner could not be confirmed from the provided device images and radiographs, the devices did not meet any of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.